Event description:
It was reported that both leads exhibited noise and out of range impedance. The leads were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.